Event description:
End user reports while transferring from the shower bench to the power wheelchair, she leaned on the right arm rest and fell.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while transferring to the power wheelchair by putting her weight on the right armrest. Hoveround's owner manual warns "do not put weight on footplate, armrest, or controller while getting into or out of the power wheelchair."